Manufacturer narrative:
Result: faulty foot-end power coil cord.

Event description:
It was reported by svc report that the foot-end of the bed won't ascend or descend. It is unk if there was pt involvement or adverse consequences to report.